Manufacturer narrative:
During device evaluation, the reported overheating was not duplicated. However, upon disassembly, a damaged eccentric bearing was found, which can lead to the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device overheated. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device overheated. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.